Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to the beam records and collected information, mosaiq correctly recorded the couch values for the fields. Truebeam sent the incorrect values to mosaiq due to misconfiguration in the truebeam admin. Mosaiq recorded the data that was sent from the machine. The customer has corrected the misconfiguration for the truebeam machine. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.

Event description:
The customer reported that the treatment couch coordinates are not captured in mosaiq and are not matching the coordinates that the therapists treated the patients with.